Manufacturer narrative:
(B)(4). In addition to this complaint please see 1218950-2013-05712, 1218950-2014-06547, 1218950-2014-06549.

Event description:
The customer states they have 4 faulty batteries. No pt involvement was reported.